Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to products that are sold in the USA. The complaint device is en-route to the manufacturer. An assessment was done based on the event description. The complaint device has not yet been returned. Results: we are aware of this type of malfunction and we have previously identified that this is potentially due to the wrong y-piece component being supplied in the breathing circuit kit. Conclusion: the supplied device was out of specification due to a manufacturing error where the wrong y-piece was included in the breathing circuit kit. We are aware of other complaints involving the wrong y-piece being included in an adult breathing circuit kit that requires pressure line connection. The occurrence rate of this type of complaint is less than 0.004% for the last year. We will be putting steps in place to ensure that this does not recur in the future.

Event description:
A hospital in another country reported that there was no port for connecting the airway pressure tube at the y-piece of the rt116 adult breathing circuit.